Event description:
In responding to the safety alert questionnaire that there was a malfunction with the 134003 bend-a-beam, conmed electrosurgery was told that when the bend-a-beam is bent at the tip the needle comes out. There have been more than one, but no records were kept. None fell into the pt. The only device kept is one where the needle was out in the package before opening.